Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. Block h6: problem code 4003 captures the reportable event of stent migration. Problem code 1069 captures the reportable event of stent suture broke. Patient code 3191 captures the additional intervention to remove the stent. Block h10: a wallflex esophageal fully covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was deployed and expanded. The stent suture was detached and not returned. The stent was measured to be within specification. No other issues with the stent were noted. The damage noted to the returned device was likely due to excessive force applied during attempted stent removal. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration and recurrent dysphagia were noted within the dfu as a potential adverse effects associated with the use of this device. Therefore, the most probable root cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was implanted to treat a malignant stricture during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2019 five days post stent placement, the patient presented with dysphagia. An esophagogastroduodenoscopy (egd) procedure was performed and noticed that the stent had migrated into the stomach. The stent was removed from the patient by grabbing the stent suture with a raptor forceps. Reportedly, the stent suture broke. The procedure was completed by implanting a different stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was implanted to treat a malignant stricture during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2019 five days post stent placement, the patient presented with dysphagia. An esophagogastroduodenoscopy (egd) procedure was performed and noticed that the stent had migrated into the stomach. The stent was removed from the patient by grabbing the stent suture with a raptor forceps. Reportedly, the stent suture broke. The procedure was completed by implanting a different stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.